Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/14/2014). The patient¿s meter has been returned on 12/2/2014 and evaluated by lifescan product analysis on 12/4/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, lay user/ patient¿s husband contacted lifescan (lfs) and alleged their one touch ping had a date/time issue. The complaint was classified based on the customer care advocate (cca) documentation and the medical surveillance specialist listening back to the call. The patient¿s husband reported the issue began on (B)(6) 2014 in the afternoon. The patient¿s husband confirmed that the patient did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient¿s husband claims the patient developed symptoms of ¿light headed, disorientated, really hyper, addled, nervous, and agitated¿ the patient husband does not know if the issue began before or after the product issue. The patient was taken to the emergency room (ER) on (B)(6) 2014 at 10.30am. The patient was admitted to the intensive care unit. The patient was allegedly re-hydrated and given an insulin drip before being release on (B)(6) 2014. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the cca walked through resolving the issue and the issue was not resolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe high blood glucose excursion after the alleged inaccurate low issue began.